Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information: h6,h4. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested and the following was obtained: sales person informed that there were 3 different procedures, during each of the procedures 1 suture was faulty. I.e. For this particular procedure : 1 suture.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: what was done to retrieve the needle piece? Was it retrieved during the same procedure? Was additional dissection required in other organs/ tissues other than the target tissue? Was there any additional tissue damage as a result of searching for the needle piece? If the needle remains in the patient, please specify size of the needle piece retained, in what structure/ tissue was retained and if there are any future plans to remove it. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Were there any patient consequences? Event date? The following information was obtained: needle was retrieved using a needle holder. No other organs were harmed. Needle was completely removed. No parts remained in patient. Delay in surgery time: 5 - 10 minutes. No harm to patient. No exact surgery date can be provided. For this patient in represented in (B)(4), how many needles separated from the suture during this 1 patient procedure? Note: events reported in 2210968-2021-07663, and 2210968-2021-07665. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength - = 2360 g/m.

Event description:
It was reported that a patient underwent a tapp procedure on an unknown date and a barbed suture was used. During the procedure, the needle separated from suture at attachment area when suturing the peritoneum. The needle fell into situs, however, it was removed with use of a needle holder. The surgery was completed with new device. Delay in surgery time of 5-10 minutes. There were no adverse patient consequences reported. No additional information was provided.